Event description:
(B)(4). It was reported that the patient experienced silent ischemia. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was silent ischemia. Abnormal stress test or imaging test indicated ischemia prior to procedure. The patient was referred for elective cardiac catheterization which revealed the 50% stenosed target lesion that was 10mm long with a reference vessel diameter of 4mm and was located in the mid right coronary artery (rca). The target lesion was treated with predilatation and placement of a 4.00x20 mm study stent resulting to 0% residual stenosis. One day post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2014, the patient experienced silent ischemia. No action was taken in response to this event.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).